Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe control 10ml ll sterile packaging was damaged prior to use. There were 10 separate occurrences. The following information was provided by the initial reporter: ¿material no.: 309695 batch no.: 9207705. Verbatim: it was reported that the lot had several syringes, that on one side of the package was not sealed at all. Again, using these items as sterile and expect them to be sealed properly. This lot had several syringes that one side of the package was not sealed at all.¿

Manufacturer narrative:
H.6. Investigation summary three blister packs from batch 9207705 (p/n 309695) were received and evaluated. Two of the packages contained a 1ml control syringe inside. It was observed on each of the three packages there was insufficient top web to form a seal on one of the edges. The open seal was rejectable per product specification. During production of the reported batch, an issue was identified and additional measures were taken to assure release of the product. Potential root cause for the open seal defect is associated with the packaging process. Action taken : a top web alignment sensor will be added to this machine by (B)(6) 2020. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe control 10ml ll sterile packaging was damaged prior to use. There were 10 separate occurrences. The following information was provided by the initial reporter: ¿material no.: 309695 batch no.: 9207705 verbatim: it was reported that the lot had several syringes, that on one side of the package was not sealed at all. Again, using these items as sterile and expect them to be sealed properly. This lot had several syringes that one side of the package was not sealed at all.¿